Event description:
The facility reports that hemodialysis patient has developed contact dermatitis. Patient's physician submitted a report which states: " this gentleman has a left forearm fistula which developed contact dermatitis precisely along the tract of the fistula since last year". The patient "gets a nummular area of dermatitis only along the tract of the fistula, with sparing of the surrounding skin". The same needles have been in continuous use at the facility, however, this patient developed this reaction in december, 1998. Clobetasol cream has been applied to skin as treatment for this condition.